Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken in posterior side assessed as surgical impact opening and observed opening in anterior side assessed as unidentified (tear) opening. (Shell thickness within specification) additional observations: ¿ observed non penetrating nicks on the device. ¿ observed wear abrasion on the device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Physician reported a rupture. This relates to the left side. Device has been explanted and replaced with a non- allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a rupture. This relates to the left side. Device has been explanted and replaced with a non- allergan device.